Event description:
It was reported that "cna's were giving resident a bath and after putting the bathing unit in the upright position and opening the drain, the resident slit off seat and hit her arm on the disinfectant ferrell side of tub." It was reported that the resident was injured but no detailed info was released. Ref. MFR # 9611530-2013-00162.